Event description:
Customer notified us that an inexperienced operator ignored a "failed" result (no pt value reported by the analyzer) on their acl top 500 cts analyzer. Despite the instrument not reporting a result and flagging the sample as "failed" on both the printout and screen, the operator decided to visually review the clot curve and erroneously misinterpreted a peak at the curve baseline as a pt result of 13.6 seconds. The result of 13.6 seconds was then reported to the physician. The next day a supervisor caught the operator's error. However, no action was taken since the pt had passed away. It was noted by the customer that a correct pt result from a later blood draw had been reported to the physician. Note: the pt in question was admitted to the hospital due to a tylenol overdose and subsequently passed away.

Manufacturer narrative:
There was no instrument malfunction involved in this incident. The acl top 500 cts instrument appropriately flagged the sample as "failed", with no pt result reported. The customer confirms that the reported pt result was due to an operator error. There is no indication from the customer that the erroneous pt results was involved in pt treatment or contributed to the subsequent death. No remedial action is indicated.